Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and although the unit displayed an error code, the se did not duplicate the customer reported issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator did not pass the power on self-test (post). There was no patient involvement.